Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was leaking from ports 1 and 2 which resulted in cloudy bags. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: march 08, 2022 - march 15, 2022. H9: 3010291427-06/21/2022-001-c. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed and a leak was observed from port 2 only. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause of the valve body leak include irregularities in the tooling of the product during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.